Event description:
Reporter indicated that at pt's last visit, they were not able to interrogate their vns generator. Troubleshooting was done at physician's office to ensure there was not a problem with the handheld or programming wand. Diagnostics prior to this office visit indicated, the device was functioning within normal limits. Pt was sent for surgical consult and, subsequently, the vns generator was replaced. An estimated battery life calculation was performed and it resulted in 0.60 years remaining. The explanted generator has been returned to manufacturer and product analysis is pending.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.